Event description:
It was observed, during the device inspection. That the bronchovideoscope exhibited coating peeling on the connection tube (1 mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely, that the reportable malfunction was, due to stress applied to the insertion section. However, a defective root cause could not be determined. The event can be prevented, by following the instructions for use (IFU): 3.2: inspection of the endoscope: 5:. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.